Event description:
Procedure type: sigmoid resection. According to the reporter: the prongs on the anvil expanded and could not be connected to the eea. Tissue was resected to remove the device from the pt. A new instrument was used to complete the procedure. Surgery time was extended by two hours. Minimal bleeding 100cc was reported and no transfusion was needed.